Event description:
Additional information was received from a consumer regarding a patient. It was reported that no actions were taken to resolve the recharger screen never showing a full battery until after the charge was stopped. ¿in retrospect, no actions were necessary,¿ according to the patient. The cause of the recharger screen never showing a full battery until after the charge was stopped was determined to be that the patient was not yet familiar with the charging process. The patient has since learned that the full battery screen will appear and he just has to be more patient. The patient noted that all is now well. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-13. The patient stated that there were no physical symptoms noted. While recharging, the screen never indicates a full battery. However, after the charger is turned off it then shows a full battery. There were no steps taken to resolve the incomplete implant recharge and the patient was not sure why the screen never showed a full battery until after the charge was stopped. There were no complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient could never get his device up to 100% charged. The patient reported that recharging could take a long time and he noted that he could get 6-8 coupling bars. He stated that he tried charging the last segment for 1.5-2 hours without success. The patient reported that he met with a representative (rep) for some ¿fine-tuning¿ over a week ago. No symptoms were reported. Follow-up was conducted.